Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced acute kidney injury. After a pulse field ablation (pfa) procedure using a farawave catheter the patient acute kidney injury. The kidney injury required hospitalization, though it is unknown if any medical intervention was performed. The current condition of the patient is unknown. It was reported further reported that the patient was treated with normal saline fluids which resolved the complication.

Manufacturer narrative:
Good faith efforts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced acute kidney injury. After a pulse field ablation (pfa) procedure using a farawave catheter the patient acute kidney injury. The kidney injury required hospitalization, though it is unknown if any medical intervention was performed. The current condition of the patient is unknown.